Event description:
It was reported that upon interrogation, the pulse generator exhibited multiple noise reversions. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.